Manufacturer narrative:
The pump was received with a cracked and bleeding lcd glass, minor scratches on the lcd window, a cracked case near the display window corners, a cracked reservoir tube lip, a cracked reservoir tube, and a cracked reservoir tube window. Unable to perform the functional testing due to the display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump lcd screen was broken and unable to be read. The customer's blood glucose level at the time of incident was 156mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.